Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
The customer reported that when approving orders on the cws with "status of all orders in this cycles date range", it is approving that cycle as well as the first day of the next cycle. Based on the available information there was no actual mistreatment.